Event description:
The event involved a tego connector that had a blood leak during a dialysis session. It was reported that the nurse checked the tego carefully before changing them and was also very attentive during the ¿unclamping¿ (after having changed them) as well as during the syringing. There was nothing unusual that happened. After 10 minutes of dialysis (more or less), blood appeared on the field surrounding the hemodialysis catheter ¿ evidence of a leak. There was patient involvement but no serious injury and no medical intervention. This is the first of two events.

Manufacturer narrative:
The device involved is not available to be tested as it was disposed. However, a sister sample is expected to be returned for evaluation; it has not yet been received. The complete reporter facility name is (B)(6).

Manufacturer narrative:
Received forty-nine new list #d1000, tego¿ connector, appx 0.05 ml, lot #4750363. No returned used samples. No damages or anomalies noted on visual testing. There were 35 samples that were randomly selected as representative samples to be tested for the functional testing. No damages or anomalies were noted. There were no leaks observed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg is 5/24/2022.